Manufacturer narrative:
MFR's report date 1/15/97. The set was received and visually and functionally tested. The upper corner of the sensor disc was bent backward away from the instrument side, indicating that the sensor disc had been loaded outside the retainer. The sensor disc film was separated from the disc where the disc was bent and leaked. This type of damage is consistent with a misload of the set. It should be noted that the user facility suspected that a possible misload of the IV set may have caused the reported incident. The customer will be informed of our findings and reminded of the correct technique for loading of the sensor disc. Final report.